Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level were 67 mg/dl while wearing the pod longer than 48 hours. The patient reported that due to their hypoglycemia they suffered a seizure. The patient did not see any medical treatment. The patient reported they treated their hypoglycemia with baqsimi nasal spray.